Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this device was suspected to be depleting prematurely. It was noted that the battery showed 2.5 years remaining most recently. A follow up was done last year with this device which showed a longevity of 5.5 years remaining thus a big drop in longevity was seen. The patient was paced 15% last year and most recently 20% thus this value was stable. A technical review was needed. No adverse patient effects were reported. The device remains implanted.